Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella rp flex support and during support, labs were showing signs of hemolysis. The pump appeared deep and was repositioned and pulled back 2 cm. Support continued.